Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient exhibited low blood pressure while in recovery from the implant procedure. X-rays evidenced the right ventricular (rv) lead perforated the pericardial tissue. As result, a pericardiocentesis was performed on the patient and the rv lead was repositioned. The rv lead remains in service. No additional adverse patient effects were reported.